Event description:
No serious health problem: the guardian 4 medtronic sensor would not engage to control medtronic insulin pump. Recently, 2 to 3 changes in a row failed to engage on my pump. Therefore, I had no way to monitor my blood sugars. (It is a problem because low blood sugars are dangerous to a type 1 diabetic.) Either the charger sensor, or transmitter, or connection of all is the fault. Every time I call for help, I wait but no one will answer my call. Even at this moment, I have been on hold for 1 1/2 hours on my phone.